Manufacturer narrative:
Due to an external mechanical influence, the snap dome of this button is pressed through. This source led to an always activated up button and it is not possible to press any button. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that none of the buttons on the patient's infusion device were functioning. The patient changed the battery in the device, but the problem persisted. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.